Manufacturer narrative:
The monopolar curved scissors instrument was found to have blade damage at the base, mid, and tip of the blade. Both blade edges were indented causing the instrument¿s scissors to be dull and not open/close properly/easily. The complaint was confirmed by failure analysis. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material or mishandling the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was not closing completely and required a strong pinch with fingers to close, producing an audible clicking noise. The surgeon replaced the instrument with a new scissor to proceed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary observed. There was no damage to the tissue noted due to this failure. After completion of the procedure the instrument was inspected, and it was noted that the scissor¿s tip would not close without manual force. The instrument did not collide with any other instruments or tool during the procedure. There was no injury to the patient.